Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: hypercoat runthrough, guide catheter: 6fr, stent: 3.5 x 18 mm resolute integrity, graftmaster (4.0 x 16 mm, 3.5 x 19 mm). The device was not returned for evaluation. The reported patient effect of death, as listed in the instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional graftmaster devices referenced in are being filed under separate medwatch reports.

Event description:
It was reported that the patient presented to the hospital suffering a non-st myocardial infarction and cardiac arrest and was able to be resuscitated. A permanent pacemaker was placed on (B)(6) 2017. Although he was a high risk patient, the decision was made to perform coronary angiograms. He was brought to the cath lab in cardiogenic shock. After pre-dilatation and placement of a non-abbott stent an aortic root dissection and long perforation was observed in the ostial/proximal right coronary artery (rca). Pericardiocentesis was performed after which graftmaster (4.0 x 16 mm and 3.5 x 19 mm) stents were deployed in the ostial and proximal right coronary (rca) artery for treatment of the perforation. A small leak was detected in the middle of the two deployed covered stents; therefore, the decision was made to deploy another 3.5 x 16 mm graftmaster stent in the middle of the stents successfully sealing the leak. There was a timi iii flow to the distal rca. At this point the patient was stable. The patient then experienced cardiac arrest, was resuscitated and was transferred to the critical care unit in cardiogenic shock. The family withdrew care on (B)(6) 2017 and the patient died. The patient death was stated to be due to cardiogenic shock with respiratory failure and heart failure. No additional information was provided.